Event description:
In early 2009, the patient reported that his blood glucose measured 233 mg/dl at 3:00 am, which he stated was a good reading for him at that time. When he got up for work, he changed his insulin cartridge and infusion set, but did not test his blood glucose. Later his blood glucose measured 303 mg/dl and he bloused 6.5 units of insulin. He stated that his blood glucose was still elevated at 339 mg/dl and he was at work and did not have any supplies with him. To troubleshoot, the patient was instructed to disconnect from his infusion site and to prime. Insulin did not immediately drip from the end of the infusion tubing. He primed again until a constant flow of insulin dripped from the end of the infusion tubing. He stated that there was a small air bubble in the insulin cartridge. He had not allowed insulin to reach room tempurature prior to use. Upon follow up the next day, the patient stated that his blood glucose measured 183 mg/dl when he woke up, but it then elevated to 223 mg/dl at 7:14am and he bloused 3.5 units of insulin. At 9:17am, his blood glucose measured 307 mg/dl and he bloused 3 units of insulin. At the time of the report, his blood glucose measured 294 mg/dl. To troubleshoot, he was instructed to disconnect from his infusion site and to bolus in the air. He did see insulin drip from the end of the infusion tubing. He was advised to change his infusion site, but he was at work and did not have supplies. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.